Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, and battery acid corrosion in the battery compartment. There was no evidence found in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated, the battery compartment is contaminated with corrosive battery acid. The most probable root cause is improper soldering of the battery compartment springs. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the battery burst inside the unit. It is unknown if there was patient involvement, no adverse patient effects were reported.